Event description:
It was reported that at implant the device lost atrial sensing after displaying in range threshold and impedance. When the lead was connected to the device the impedance dropped out of range there was complete loss of atrial sensing. The physician loosened the suture sleeve and the issues were resolved. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.